Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the reducer involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint that the "cover of the disposable trocar was still attached the shaft". Failure analysis found the primary failure of reducer broken to be related to the reported complaint. The tip of the reducer was returned stuck on the tip-up fenestrated grasper instrument. The tip measures approximately 0.554 "x 0.456". The shaft and the handle of the reducer were not returned. The root cause of this failure is attributed to mishandling/misuse. No image or video clip for the reported event was submitted to isi for review. Verification of the event details via system logs cannot be performed at this time because the reducer is an accessory and not tracked in the instrument logs. This complaint is being reported because the instrument could not be removed from the cannula due to a loose component. The loose component at the top of the instrument could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during the central processing, the tip up fenestrated grasper instrument was detached from the shaft at the top and jammed. The customer also noted that the cover of the disposable trocar was still attached to the shaft. The procedure was completed as planned with a different back-up instrument with no patient harm. Per previous follow-up from cssd manager, it was specified that the grasper instrument could not be removed and sent to cssd with a disposable trocar on the shaft. Cssd staff removed it as best he could during the reprocessing and noted that the metal ring is still attached to the shaft. The cause that the instrument could not be pulled out is an offset/defect at the top of the instrument of the black plastic with the metal ring of the grasper itself. It was confirmed that the reported issue occurred during the procedure. Intuitive surgical, inc. (Isi) made attempts to obtain additional information from the customer concerning the reported event. This complaint will be classified based on the provided information at this time.